Event description:
It was reported that a pump showed last error code (lec) 1280. There was no patient involved and no patient harm reported.

Manufacturer narrative:
B3, date of event, selected the (B)(6) 2026 as the date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 ¿ updated. The suspect pump was returned for evaluation. A review of the service history found that the pump has been serviced. Visual and functional testing was performed. The allegation made by the complainant was confirmed. The root cause of the reported issue was determined to be a defective motherboard and it will be replaced. Upon successful completion of the repair activities including functional and accuracy testing, the device will be returned to the customer.